Event description:
A report was received that a pt was having difficulty charging due to the positioning of the ipg. The physician does not believe there is any issue with the implanted device. The pt's ipg was repositioned from the dorsal aspect of the thorax to the ventral. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.